Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes noise. In october 2005, the lead was found to have dislodged and was repositioned. At a follow-up in january 2006, thresholds had increased and an x-ray revealed that the lead dislodged again. Therefore, the lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received